Manufacturer narrative:
Received a 8f x 18cm hemo cath for evaluation. A visual inspection reveal the catheter to have a tear/cut just below the hub. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. During manufacturing this device family is 100% leak tested using 45psi of air. There were no leak failures reported for the device lot. The catheter was inserted and used for approximately 11 months prior to the failure. Based on the investigation preformed the reported failure mode is not associated with the manufacturing process; root cause could not be determined.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device for evaluation. When the investigation is completed a final report will be submitted.

Event description:
Catheter ruptured inside the body of a patient, with risk of blood leakage and air intake.